Manufacturer narrative:
Implant date updated to (B)(6) 2012. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the battery status eri which was triggered on (B)(6) 2019. The pacemaker was implanted for 91 months. The amount of charge taken from the battery was verified. The battery condition was found to be as expected and the current consumption was normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated.

Event description:
After an estimated implantation period of approx. 91 months, a permanent loss of capture was reported.